Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22 -aug-2019 with the following findings:.during investigation, the battery compartment was found to be cracked. There was a bolus button leak with evidence of moisture inside all internal pump: moisture corrosion on all boards, moisture on display..due moisture blank display at power up with audible and vibe. Unable to test any button and unable to investigate complaint about keypad tactile changes. Due blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under responsive and there was moisture behind the display. It was noted that the pump had been exposed to water while the patient was swimming with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.